Manufacturer narrative:
The complaint investigation for falsely decreased architect stat ck-mb result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot number 14258un23 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer¿s issue. An accuracy testing was completed using an in-house retained reagent kit of lot 14258un23 stored at the recommended storage condition. All specifications were met which indicates the lot is performing as expected. Based on our investigation, no systemic issue or deficiency was identified with the architect stat ck-mb reagent, lot number 14258un23.

Event description:
The customer observed falsely decreased architect stat ck-mb result generated on the architect i2000sr processing module for one patient. The following data was provided: customer¿s normal range: 0 to 5.0 ng/ml sid (B)(6), initial result = 77.1 ng/ml; repeat result = 0.6 ng/ml repeat again = 76.0 ng/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect stat ck-mb result generated on the architect i2000sr processing module for one patient. The following data was provided: customer¿s normal range: 0 to 5.0 ng/ml. Sid (B)(6) initial result = 77.1 ng/ml; repeat result = 0.6 ng/ml. Repeat again = 76.0 ng/ml . There was no impact to patient management reported.